Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the connector part of the infusion set separated from the tube during use. Caller reported the issue occurred two times; cannot remember if the two tubes came from one box. No adverse event reported. No product will be returned for evaluation.